Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery) has been confirmed. As received, the charger/modem was unable to recognize a battery pack and was resetting. Upon evaluation, liquid contamination was found on the battery board and inner connect ribbon cable. The charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. Additionally, y1 on the bedside board was internally open. The root cause damage is liquid ingress of an unknown contaminant. Root cause analysis of similar bga failure events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger will not recognize a battery.